Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased overnight to approximately 300 mg/dl after approximately 24 hours of pod wear on the arm. The patient stated that in the morning, the cannula was found to be partially dislodged from the infusion site, and the pod was described as ¿lifted.¿ the patient reported pushing the cannula back into the skin and administering more than 30 units of insulin through bolus doses using both the omnipod system and a pen injection; however, blood glucose levels did not decrease. She also reported that home ketone testing yielded positive results for ketones in her breath and urine, which prompted her to seek medical attention. Reported symptoms included vomiting and frequent urination. The patient presented to the emergency room, where she was diagnosed with diabetic ketoacidosis. Treatment at the emergency room included intravenous fluids and insulin. The patient returned home the following day on (B)(6) 2026.